Manufacturer narrative:
The "date of event" has not been provided. The device has not yet been made available for evaluation. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Alleges being in bathroom trying to get off the toilet and the armrest collapsed and fell twice and went right to the ground.

Manufacturer narrative:
Provider has not been able to contact consumer. Consumer has moved and forwarding information for the consumer has not been made available.

Event description:
Alleges being in bathroom trying to get off the toilet and the armrest collapsed and fell twice and went right to the ground.